Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy in roux-en-y reconstruction, they used the powered stapler and the reload cartridges. The first firing to duodenum and the second firing to gastric body were successful. At the third firing for gastric body resection, the tissue was thin, however the surgeon could not fire the device. Replaced by a new cartridge and the firing was successful. The following firings were completed with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.